Event description:
It was reported that the patient presented to the hospital after experiencing a fall. The left ventricular lead was noted to have dislodged. No intervention has been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.